Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer had turned off the station multiple times but could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed. A field service engineer (fse) confirmed that after repeated tests and troubleshooting methods, the station full height (fh) drawer was in complete failure mode. All viable options had been utilized, and then the fse successfully implemented the fh enhanced drawer, making the drawer fully operational for customer use. The system functioned as intended after the field service engineer repaired the device.